Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) doesn't turn on.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5, b6, b7, d10, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during the download by the field service technician, the cardiosave intra-aortic balloon pump (iabp) doesn't turn on. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Manufacturer narrative:
(Event site postal code - (B)(6)), g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Additional contact information: (B)(6). A getinge field service engineer (fse) fault detected: does not turn on work completed: after the sw update the device turns on and off by itself. Checked the errors in service and generated 78, 79, 80 and 136. These errors are attributable to a malfunction of the executive and the video generator. Replace both cards and carry out the checks as indicated by the parent company. Reason for spare parts replacement: executive and video generator faulty final result: operation tests carried out with positive results.

Event description:
N/a.